Manufacturer narrative:
The reported field event of inappropriate shock was not confirmed. The device was above eri upon receipt. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for removal of the implantable cardioverter defibrillator due to inappropriate shock and premature battery depletion. The device was explanted and replaced. The patient was in stable condition.